Event description:
The cutting guide broke off during the surgery. No pt/ user harm. The surgery was completed successfully.

Manufacturer narrative:
A document review of the lot 095936 ((B)(4)) was done and no anomalies were found related to the problem that occurred. One similar event concerning this lot was reported to FDA (B)(4). The breakage is thought to be associated with improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weekend the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is highly unlikely to cause pt harm since in the case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case. Twenty-two similar events were reported to FDA: 2010-00035;00040; 00041; 00042; 00046; 00047; 2011-00004; 00005; 00006; 00010; 00014; 00016; 00017; 00018; 00021; 00028; 00034; 00035; 00036; 00040; 00044; 00051. And a f/u to explain the modification/adjustment made, was already sent on the (B)(4) 2011. The f/u is applicable also to this event.